Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that panel phoenix nmic/ID-307 misidentification has been a recurring issue for e.coli on patient sample. The sample should be detected as e.coli but instead it is misid for citrobacter farmeri. The following information was provided by the initial reporter: customer reports a constant miss ID for e. Coli with panels 449289 lot#: 2305505, on instrument pf0138. Tis issue has been on-going for at least 6 months back. The customer reports whenever they have an e. Coli sample the instrument would give them an ID for citrobacter farmeri or sometimes for enterobacter aerogenes. When they repeat the sample on a new panel the result is for e. Coli.

Manufacturer narrative:
H6. Investigation summary: this complaint is not confirmed. This complaint is for misidentification of escherichia coli as citrobacter farmeri and enterobacter aerogenes when using phoenix panel nmic/ID-307 (449289) batch number 2305505. The customer did not provide lab reports, panel returns or isolate returns for the investigation. To investigate, three (3) retention panels from complaint batch 2305505 were tested using qc isolates of e. Coli a25922 on a phoenix m50 instrument and evaluated for identification results. Additionally, three (3) retention panels from complaint batch 2305505 were tested using qc isolates of e. Coli a35218 on a phoenix m50 instrument and evaluated for identification results. All six (6) panels identified as e. Coli, therefore, this complaint is not confirmed. A review of quality notifications revealed no quality notifications generated on the complaint batch. A review of complaints revealed one (1) additional complaint on the complaint batch, not related to this defect. Complaint trending was performed, and no trends were identified associated with this defect. Bd ID/ast plant quality will continue to monitor for trends and take action as necessary.

Event description:
It was reported that panel phoenix nmic/ID-307 misidentification has been a recurring issue for e.coli on patient sample. The sample should be detected as e.coli but instead it is misid for citrobacter farmeri. The following information was provided by the initial reporter: customer reports a constant miss ID for e. Coli with panels 449289 lot#: 2305505, on instrument pf0138. Tis issue has been on-going for at least 6 months back. The customer reports whenever they have an e. Coli sample the instrument would give them an ID for citrobacter farmeri or sometimes for enterobacter aerogenes. When they repeat the sample on a new panel the result is for e. Coli.